Event description:
It was reported that during system implant, the right ventricular lead had become stuck within the header of the new device. The lead could not be disconnected. The lead was removed with the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the insulation adjacent to the sealing rings of the connector pin were measured to be outside of product specification. This prevented the lead from being inserted into a test device, confirming the event seen in the field.